Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. Qc was acceptable on the day of the event. The field service engineer (fse) performed voltage and blank cell adjustment and performed mechanical checks. The customer performed calibration and qc successfully. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The tsh reagent lot number is 653309 and the expiration date is 30-sep-2023. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys tsh assay results for 2 patient samples on a cobas e 411 immunoassay analyzer. The initial results were reported outside of the laboratory. The results did not match the patients' clinical pictures and the samples were repeated. For patient 1, the initial tsh result was 0.027 uiu/ml. The repeat result was 1.59 uiu/ml. For patient 2, the initial tsh result was 0.028 uiu/ml. The repeat result was 1.67 uiu/ml. The repeat results were deemed correct.